Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. Reporter is from the manufacturer's evaluation department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.